Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon injecting sterile water into the foley catheter during a pretest, the water leaked from near the inflation valve.

Manufacturer narrative:
The reported event is confirmed as supplier related. This complaint was related to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. Further investigation is documented . The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. The DHR is not required and the risk review and labeling review are not required. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon injecting sterile water into the foley catheter during a pretest, the water leaked from near the inflation valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon injecting sterile water into the foley catheter during a pretest, the water leaked from near the inflation valve.